Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patient samples tested for either iron or hdl on an analytical p module. Based on the data provided, the iron results for 1 patient sample are a reportable malfunction. The initial iron result was 137.90 (unit of measure not provided). The sample was repeated by automatic dilution on the same p module and the result was 23.40. The sample was repeated on a different p module and the result was 22.00. The erroneous high result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The iron reagent lot number and expiration date were not provided. The customer stated qc results were ok before the event and after the event. The field service engineer (fse) visited the customer site and identified cracked rinse tubing which caused an overflow to neighboring cuvettes resulting in carryover issues. The fse fixed the damaged rinse tubing. The customer has not complained of any further issues since the service visit. The investigation determined that the rinse tubing issue found by the fse was the root cause of the event.